Event description:
A 2.5 mm diameter x 15 mm length nc sprinter rx dilation balloon catheter was used to pre-dilate an rca lesion. The lesion morphology was moderately tortuous with severe calcification, and 90% stenosis. It was reported that the physician inserted the nc sprinter rx and was unable to cross to the lesion site. The physician noticed that there was blood in the hub of the nc sprinter rx; he attempted to withdraw the balloon catheter several times but it was caught on the lesion. It was reported that the physician inserted an iabp and sent the patient to surgery. No clinical sequelae were reported and the patient is reported to be stable. Medtronic has received the device and its analysis has been completed. The balloon of the returned device had not been inflated, as the folds were still present on the balloon. The proximal balloon folds were disturbed and slightly lifting. There was damage to the balloon material in the proximal working length of the balloon, over the marker band and there was a hole in the balloon at this point. The balloon and inflation lumen of the device were full of blood residue and it was not possible to flush this out of the device. Please note that this device (spr2515x / lot number 0000514364) is distributed outside the united states; however, it is similar to the united states distributed product.